Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring seals did not load properly. The surgeon has difficulty in rolling the seals. The surgeon could not get the seals to roll by squeezing on the green wings. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal and the tension spring components were not loaded in the deployment tube. The seal remained inside the loader assembly. The delivery device was received separated from the loader device with the plunger was not depressed. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.